Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. It has been discarded by the customer. This device failure could be attributed to normal field wear due to heavy use. No corrective action is required and no further action is warranted. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during anterior cruciate ligament surgical procedure, the surgeon observed that when conducting the implant procedure the first implant worked; however, when conducting the second half of the two implant system the second implant prematurely deployed. The sales rep reported that the surgeon was able to remove all pieces from the first implant, and complete the procedure using a like device, with a 10 minute delay and no patient consequences. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.